Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had power error alarm. Customer's blood glucose value was unknown at the time of the incident. Customer stated they were unable to clear the alarm and unable to rewind the insulin pump. Customer reports insulin pump had not been exposed to temperatures. Customer had not previously called to report power error detected alarm. Customer stated notification light did not stop flashing immediately. Customer declined to troubleshooting. The device will be return for analysis.

Manufacturer narrative:
Device passed displacement test, sleep current measurement, active current measurement and selftest. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) was within specific range. Device received with normal operating currents. No unexpected power error detected alarm during testing.